Manufacturer narrative:
The product was not returned. However, based on the information provided, the risk assessment for the lucia 3-piece, and our experience, we have determined that the following factors may have caused or contributed to the reported issue: improper handling or surgical technique: the breaking of the haptic may have been caused by improper handling during the lens loading process or during preparation for implantation. If the haptic is not aligned properly within the injector or if excessive force is applied during loading, it could result in the bending of the haptic. Injector malfunction or misalignment: a malfunction or misalignment within the injector could have contributed to the bending of the haptic during the loading process. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that the lens was torn in the cartridge and was noticed during the lens implantation. The lens was successfully removed and replaced without complication. Yamane technique was used to fixate the iol.